Manufacturer narrative:
A patient experienced ineffective therapy, and uncomfortable stimulation was reported to abbott. System diagnostics revealed high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The device was not returned for disposal/evaluation. As a result, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, a single definitive root cause for the reported issue was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy and uncomfortable stimulation. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.